Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP device. The user alleges that service is required. There is no patient harm or serious injury associated with this notification. There was no report of medical intervention. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found burned pca. There was 3 error codes found. The device passed all the necessary tests. The device was scrapped.